Event description:
It was reported that a patient presented during a routine follow up. Upon investigation, it was revealed that the atrial lead exhibited noise, loss of capture and high impedance. The physician elected to explant and replace the lead. The patient was stable prior, during and post procedure.

Manufacturer narrative:
A partial distal portion of the lead measuring 27.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Correction: previously reported UDI number in MDR 2017865-2017-06089 was incorrect. This report notes the correct UDI number.